Event description:
It was reported that during patient transfer from a bed to an armchair the sling clip detached. As a consequence of the event the patient fell out from the sling and sustained excoriation to the scull and fracture of the patient's clavicle.